Manufacturer narrative:
During testing, the pump passed the sleep current measurement, active current measurement and self-test. The test battery was removed and reinserted with no failed batt test alarm noted during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 19:04:00 after more than 7 days at 13.91 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 21:02:00 faster than expected at 4.8 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 07:04:00 after more than 7 days at 10.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-dec-2024 in the pump history file. (B)(6) 2024 19:04:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). (B)(6) 2024 19:16:26.000 batteryremoved (55). (B)(6) 2024 19:16:26.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 19:16:41.000 batteryinserted (44), (B)(6) 2024 19:28:31.000 batteryremoved (55), (B)(6) 2024 19:28:31.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 19:38:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 19:39:04.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). (B)(6) 2024 19:39:21.000 alarmalertnotification (40), faultnumber: battoutlimit (6). (B)(6) 2024 19:39:29.000 alarmalertnotification (40), faultnumber: battoutlimit (6). Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss confirmed problem, isolated to the electronic assembly. Charge/battery lasts less than expected confirmed problem, isolated to the electronic assembly. Failed batt test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, failed battery test, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. 15.12.2024 replace battery now alarm customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.